Event description:
The following info was provided on a device tracking registration form: stent explanted, not deployed. Additional info: after successful placement of a wiktor stent in the lad a diagonal branch developed an ostial narrowing. The diagonal was predilated and a second stent was advanced but would not negotiate the bend. Snared. No patient complications were reported however as the instructions for use indicates, stent retrievals (use of additional wires, snares and/or forceps) may result in additional trauma to the vascular access site.